Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level as well as post-reset ram crc alarm. Customer¿s blood glucose level was 500 mg/dl at the time of incident and 143 mg/dl at the time of call. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was treated with manual injection. Customer reports they were unable to clear the alarm. Customer was not on the insulin pump at the time self test. Troubleshooting was performed for insulin pump error. The device will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the customer was off the insulin pump for 48 hours.